Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd ultra-fine¿ pro 4mm pen needles multiple tries for injection, and realized the insulin flow is blocked and unable to inject. The following information was provided by the initial reporter: female patients tried multiple pn for injection, and realized the insulin flow is blocked and unable to inject.

Manufacturer narrative:
H6: investigation summary: five photos of 32g x 4mm open pen needles were returned from lot. No. 0127789, cat. No. 320566. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed. As no sample was returned for investigation no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that while using bd ultra-fine¿ pro 4mm pen needles multiple tries for injection, and realized the insulin flow is blocked and unable to inject. The following information was provided by the initial reporter: female patients tried multiple pn for injection, and realized the insulin flow is blocked and unable to inject.